Event description:
Healthcare professional reported right side "needs implants replacement to correct asymmetry", "edema","findings that associated with clinical data suggest contracture", and "presenting accommodation folds." Healthcare professional additionally reported "grade IV capsular contracture with pain to touch and deformity." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture, baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6(b), h6.

Event description:
Device has been explanted.